Event description:
It was reported that a patient underwent a procedure with a preface sheath. During the procedure when the sheath was being removed from the package, the tip of the sheath was broken. The sheath was changed to another one to complete the procedure. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Therefore, this issue is indicative of a reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a preface sheath. During the procedure when the sheath was being removed from the package, the tip of the sheath was broken. Upon receipt, the preface sheath and vessel dilator were visually inspected and no anomalies were observed. Then per the reported event, a shape master was carried out and both devices were found within tolerances. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.